Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's niece reported via phone call that insulin leaked out of the reservoir into the reservoir compartment. It was stated that the leak occurred passed the o rings. Fluid is not visible under the screen. Blood glucose value was 116 mg/dl. The reservoir was discarded and changed for a new one.